Event description:
It was reported that (B)(6) 2013, the doctor was implanted a long term catheter via right ij vein and used the line to secure the catheter for two weeks. The operation was successful. The nurse used the non-alcoholic iodophor to maintain (B)(6) 2013. The pt came to hospital and told the doctor that his catheter was out of the position, the doctor checked and found the tissue in-growth present on the cuff and the catheter was detached from the cuff. The doctor has to extraction the cuff and catheter and manage a new catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A lot history review (lhr) of revd0032 showed one other similar product complaint(s) from this lot number.